Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " error message e218" malfunctions would likely be related to an abnormality occurred at charged coupled device cable during device handling by the user. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited an open circuit on the charged coupled device cable that resulted in an e218 scope display error. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.